Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between a titanium adapter and the peritoneal dialysis transfer set. This was observed during use of the devices for peritoneal dialysis therapy. The transfer set was replaced and the patient was prescribed intravenous antibiotic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon further investigation, clarification was received that the titanium adapter remains in use which would suggests no allegation against the titanium adapter. Therefore, the titanium adapter did not contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.